Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for the event. Treatment for the event was not reported. On (B)(6) 2012, the patient was discharged. On an unreported date the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis. The nurse declined to provide any information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for potentially associated lot numbers h12b14060 and h12a21018 and no exceptions were observed that were related to the reported condition. The problem was not confirmed, as the sample was not returned. No device malfunction or use error was identified. No assignable cause was determined.